Event description:
It was reported that (1) device was used during a colectomy. It was reported by the rep that the surgeon placed the tlc55 across the bowel and when the surgeon tried to fire the device, it was locked out and unable to fire. Another device was used to complete the case.